Event description:
It was observed that during the device evaluation, the subject device exhibited that the outer tube has a dent, the fibre bonding in the outer tube area (distal end) is damaged, the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause was not established. Also, the light guide (lg) -bundle of the video cable section is broken and therefore the light transmission is lost or too low. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.